Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged that the wake button was sticking. Customer consumed carbohydrates to address bg level. Troubleshooting with tandem technical support indicated that the wake button was functioning as intended and the cause of the low bg was unknown, customer acknowledged and understood.